Event description:
It was reported that the catheter was inserted into a stenosis area at porton pump inhibitor (ppi), but could not cross the lesion. The catheter was removed from the body and it was noticed that the tip had separated. The lesion was approached from both of antegrade and retrograde and the separated tip was observed in the guidewire. Thus, the tip could be and was pushed out from the body by a micro catheter. It was confirmed that the tip was removed from the body. Another same product was used and the procedure was completed. No pt injury and no adverse events were reported.

Manufacturer narrative:
(B)(4). The ivus catheter was returned to the MFR for evaluation. The MFR's facility in (B)(4) confirmed that the distal tip was retrieved and returned. However, upon receipt in the MFR's USA facility, it was observed that the distal tip was not in the package containing the remainder of the catheter. It is possible that when the contracting company in (B)(4) verified the serial number of the returned device, the tip may have dropped out from the bag. During evaluation traces of adhesive were present on the inner membrane (ro tube) and the scanner body which determine that the device had the distal tip attached before it left the mfg facility. This type of separation is likely the cause of handling. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The IFU precautions for this device states: protect the catheter tip from impact and excessive force. No further action is required.